Event description:
It was reported that bd connecta plus3 white pegs had foreign matter items contaminated the newly opened item found contaminated under two lot numbers 3180404 d & 3032996 c.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 4 photos and 4 samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the samples. Analysis of the sample showed that there was embedded black spots within the white molded tap. Bd determined that the cause of the failure was related to our manufacturing process. The black sports are most likely burnt resin. Embedded foreign matter may occur during the molding process. Burnt embedded resin result from material build up in the barrel/screw. As the material flows through the barrel/screw the buildup breaks free and ends up in the mold. Molds are being purged between the lots to avoid the buildup of the burnt/loose material. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.